Event description:
Passed out, hives, pain in left knee, episodes of breathing difficulty, swelling in left knee. Info was received in 2005 from a pt with a medical history of osteoarthritis, allergy to chickens and feathers and asthma treated with prednisone, who experienced passing out, hives, pain in left knee, episodes of breathing difficulties were worse, and swelling in left knee. The pt began treatment with synvisc in 2004 or 2005. The pt received one injection of synvisc into the left knee in either 2004 or 2005. They passed out while driving on their way home after the injection and the police found them and called their spouse. In 2005, they experienced hives and went to the ER. They stated that the synvisc did not work and they had more swelling and pain after the injection. Since the synvisc injection, they had had more frequent and worse episodes of breathing difficulties. They were more sensitive to checken meat and peeling eggs gave them a rash. They had a blood test and it showed that their immune system was five times greater. They were not certain what this meant except that they were more sensitive to more things and had to use their inhaler more often. At the time of this report, the pt's outcome was unk.